Event description:
The customer requested a quote for a speaker assembly for the intellivue x3. The customer stated the device does not emit sound. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
The customer odered a speaker assembly and a speaker assembly replacement part was sent to the customer. After the replacement, the customer informed the issue was not resolved and the customer stated they want to send the device to bench repair for further investigation. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the hif board is defective and needs to be replaced. Additionally, the software was updated, from software version m.04.05 to software version m.04.07. After the repairs were completed, the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.